Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had a arctic sun device control panel and just replaced the control panel and was alarmed 107 (non-recoverable system error) and was checking the harness and reseating the circuit boards.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a control panel and just replaced the control panel and was alarmed 107 (non-recoverable system error) and was checking the harness and reseating the circuit boards. Per follow up information received via phone on (B)(6) 2023, no patient involved. Sample received. Per sample evaluation results received on (B)(6) 2024, bottom portion of the control panel bezel was broken and glue back on by others.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a control panel and just replaced the control panel and was alarmed 107 (non-recoverable system error) and was checking the harness and reseating the circuit boards. Per follow up information received via phone on 27dec2023, no patient involved. Sample received. Per sample evaluation results received on 11apr2024, bottom portion of the control panel bezel was broken and glue back on by others.